Event description:
A report was received that the patient was having difficulty charging her ipg following a revision. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was having difficulty charging her ipg following a revision. The patient's ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted ipg passed visual and photographic imaging tests performed. The complaint was confirmed; ipg wasn't functional due to an internal short with the analog ic.